Event description:
A vns programming physician reported to our country representative in (B)(4) that they had a (B)(4) handheld computer containing 7.1 programming software that was frozen. It was reported that it was now the third time, that the handheld computer had frozen and didn't respond at all. Previously, they were able to solve the problem with a hard reset. The handheld computer and software are at the MFR pending completion of product analysis.